Manufacturer narrative:
The work order passed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the instrument would not track. A substitute had to be used in its place. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.